Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the mesh, drainage and debridement procedure"; however, medical records are not available at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number husc1792 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to remove the mesh, drainage and debridement procedure. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the mesh, drainage and debridement procedure"; however, medical records are not available at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of ventralex mesh, patient was diagnosed with infection, pain, swelling and purulent discharge thereby underwent wound debridement and removal of foreign material. Infection and pain are the known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010301, lot number husc1792 was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to remove the mesh, drainage and debridement procedure. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿a loop of bowel was herniated up. A ventralex mesh was placed in the preperitoneal space and sutured.¿ on (B)(6) 2012 - patient was diagnosed with incisional wound infection thereby underwent wound debridement and removal of foreign material. Per operative notes, ¿the sutures were cut out and discarded. The wound was opened further superiorly and copiously irrigated.¿ attorney alleged that the patient had pain, infection and emotional injuries. It was also alleged that the patient underwent surgery for mesh removal and wound debridement.